Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026 before the patient went to bed, he had a brief sensor issue again then sensor failed. The patient's daughter who's in florida saw on her phone that the patients cgm was really low and the patient wasn't aware of it at the time because the patient was already unresponsive and at that point the wearable failed. The patient's daughter called the paramedics. The patient regained consciousness surrounded by 5 paramedics in his bedroom and ¿they're pumping him up with sugar and stuff¿. The patient was taken to the hospital. The patient declined to provide further information about the event. No other details were documented. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined, and probable cause cannot be determined.